Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found full lead returned. Visual inspection: it was noted that blood/body fluid was observed on the distal conductor.

Event description:
It was reported that at implant there was no capture and always a high pacing impedance measurement. The lead was not used. Customer dissatisfaction also noted. The device was not implanted. No patient complications have been reported as a result of this event.